Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09447, 2017865-2019-09450, 2017865-2019-09451. It was reported that the patient was dependent on the device for normal function. It was noted that the patient had a systemic infection. The origin of the infection was not stated. Vegetations were present on the leads. The system was implanted just over a year ago. The patient had teeth extraction following the infection but it is unknown if this was related to the origin. The system was explanted and replaced. There were no complications and the patient was stable before, during and after the procedure.